Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The kink and separation were able to be confirmed. The difficulty removing the sds could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. (B)(4).

Event description:
It was reported that during positioning of a 3.0 x 18 mm xience xpedition stent implant, the delivery system shaft kinked. During removal of the device, there was resistance and the proximal shaft separated while the device was inside the guiding catheter. Another unspecified stent was deployed to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.